Event description:
It was reported by repair work order that the customer alleged that the head section was broken. Upon inspection of the unit by the service technician, it was identified that the head section extension was broken/damaged.

Event description:
It was reported by repair work order that the customer alleged that the head section was broken. Upon inspection of the unit by the service technician, it was identified that the head section extension was broken/damaged.

Manufacturer narrative:
Head section extension.

Manufacturer narrative:
Previously, it was reported that this was an adverse event. This was done in error. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.